Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support guided customer through a pump reset, confirmed that the malfunction did not recur, advised that pump use could continue, and then arranged pump replacement at customer¿s request, with customer using multiple daily injections as backup therapy.